Event description:
Patient called alleging an error 1 message on the meter. Confirmation dot in the test strip is completely blue. The technique of applying blood is done accurately. Patient did not seek medical attention or call md. Based on the information provided, this case is being reported as a meter malfunction. Customer service was unable to resolve the issue.